Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. It was noted that after the patient was placed under anesthesia and device thresholds tested, patient destabilized, and blood pressure fell dramatically. Surgical team began chest compressions, as blood pressure was not coming up with drugs and with device capturing stable. During chest compressions, patient went into vf several times and was shocked out by the cardiac resynchronization therapy defibrillator. As patient condition worsened with time, there were several failed shocks or under sensed vf. Eventually the physician called patient deceased and therapy and pacing functions were turned off. The physician alleges no malfunction of the device related to patient death.